Manufacturer narrative:
Lot number # 18h023 and 18k029. The actual device for lot 18h023 was not available; however, a photograph of the sample was provided for evaluation. Fluid was observed inside the device, suggesting that a leak had occurred. However, the location of the leak could not be determined from the photograph. No issues that could have caused the leak were observed during inspection of the photograph. The reported condition was verified. The cause of the leak was not determined. The second device was received for evaluation. Visual inspection revealed fluid inside the bag that contained the device. When the device was removed from the bag, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted for lots 18h023 and 18k029 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that two small volume infusors leaked. One device leaked from an unspecified location during an unspecified process step, and the second device the luer lock connector broke off of one device during filling, leading to a leak. Patient involvement is unknown for one event, and one event did not involve a patient. No additional information is available.